Event description:
The event is reported as: customer reported that the flap on the inner tube was loose and when cleaned, fell off. It was also reported the part where the flap fell off was corroded. No patient injury reported.

Manufacturer narrative:
The sample device has not been received, therefore the investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.